Event description:
It was reported that the 9900 system locked during surgeon's first calibration attempt. The 9900 system had to be re-booted and the procedure was completed without further incident. No pt injury was reported.